Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited infection and was part of the system revision. There were no additional adverse patient effects reported. The s-ICD was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited infection and was part of the system revision. There were no additional adverse patient effects reported. The s-ICD was explanted. Additional information indicates also that device and leads were explanted due to sepsis.

Manufacturer narrative:
This supplemental is being filed to capture the additional information that indicates that the device and leads were explanted due to infection with sepsis.